Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the tray and/or inadvertently pulling the tip of the device during removal of the stylet caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent. The noted crushed chipboard box likely occurred due to handling/storage at the account and/or during packing for return analysis. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated.

Event description:
It was reported that upon opening the package of the 6x40mm absolute pro self-expanding stent delivery system (sds), the stent was unsheathed/exposed but not opening there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.